Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) delivered inappropriate shock. Due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device delivered an inappropriate shock and 5 inappropriate anti-tachycardia pacing (atp)